Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical statement: the reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for this hospitalization, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a patient line is blocked alarm. The patient has not received pd treatment for 3-4 days due to being hospitalized and receiving hemodialysis (hd) treatment. Technical support assisted the patient contact with bypassing the patient to fill 1. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for this hospitalization, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.